Event description:
Paramedics responded to a person described as in cardiac arrest. The device was powered on and a "quick look" with the device's paddles was initiated to monitor the pt's ECG rhythm but, according to the reporter, the device lost power and would not power up again. The reporter stated the operator hit the top of the device with his hand and the device subsequently operated properly. The pt's rhythm was determined to be shockable and an unk number of countershocks administered. The pt was resuscitated.